Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that an unknown connection between the transmitter and the mobile application occurred. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss greater than one hour. In addition, the probable cause of signal loss was determined to be the patient closing the mobile application. This is potential patient misuse of the device. The reported event of an unknown connection issue is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.